Event description:
In february 2005, the pt reportedly was seen by the implant surgeon and diagnosed with a severe middle ear infection. In 2005, the pt was seen by the surgeon. A cholesteatoma was observed on the pt's implant side. In a week later surgeon was performed to remove the cholesteatoma. After that time, the electrode positioner was moved slightly further into the inner ear and a portion of the electrode positioner was removed. The pt's cii device remains implanted.